Event description:
The customer reported obtaining two erroneous glucm (modular glucose) results involving the unicel dxc 800 synchron system. The customer indicated that one of the results was reported out of the laboratory. The samples were repeated on an alternate dxc instrument and the results were reported out of the laboratory. There was no change or affect to patient treatment in connection with this event. A review of the qc (quality control) data indicates that levels 2 and 3 qc results were showing data points outside the established ranges at plus or minus 3 and 4 standard deviations away from the mean on days prior to the event. Qc results on the day of the event were within 1 standard deviation of the established mean.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone and the customer reported noticing the glucose module stirrer motor not turning. A beckman coulter fse (field service engineer) was dispatched and replaced the glucose module due to a stalled stirrer motor. Failure mode is attributed to a stirrer motor which was not turning for an unknown reason; the fse replaced the glucose module which includes the stirrer motor assembly to resolve the issue.